Event description:
It was reported "pump was plugged in and shut off when attempting to use." Additional information states "problem occurred during preparation and was not on patient. Warranty service requires eqr. Found, could not replicate problem. For a successful repair, the power supply and battery are replaced. Performed functional checklist. Iabp ac3 perform to spec." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). UDI#:(B)(4) UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported "pump was plugged in and shut off when attempting to use." Additional information states "problem occurred during preparation and was not on patient. Warranty service requires eqr. Found, could not replicate problem. For a successful repair, the power supply and battery are replaced. Performed functional checklist. Iabp ac3 perform to spec." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of "pump was plugged in and shut off when attempting to use" is not able to be confirmed. The product was not returned for investigation. According to the field service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.